Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment were discontinued (on an unknown date). At the time of this report, the patient had recovered from peritonitis and cloudy fluid. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin (1gm, intraperitoneal, every 72 hours), meropenem injection (500mg, per bag, intraperitoneal) and heparin injection (200iu, per day) for peritonitis. Three days after the onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.